Manufacturer narrative:
Customer reported pump and jammed cassette, which was stuck and unable to be removed. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Event description:
It was reported that while in the hospital, the nurse was handling the pump and jammed cassette, which was stuck and unable to be removed.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.